Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on samsung galaxy s23 (android 13) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software functioned as expected, adhering to the ble connect ios and android mobile software requirements specifications. After conducting a thorough initial investigation, it was determined that the main reasons for the user's pairing issues were an undefined error. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. When analyzing the pump traces only 1 occurrence of pump disconnection was observed for 7 minutes, but recovered afterwards. The pump traces also did not cover the time that the issue occurred. To aid in resolving the problem, the helpline team was provided with the following steps: perform a reset of network settings: settings -> general management -> reset -> reset network settings. Try to pair the pump in another location. Try pairing on another device would be helpful. The helpline provided feedback on the implemented resolution steps and confirmed that the problem remained unresolved. We then asked for pump traces to be uploaded and analyzed and found that no pairing failures or even attempts were found in the traces finally we asked the user to try removing any other bluetooth connections that may be causing bluetooth interference. Helpline was unable to get a response at this point. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the pump and mobile device. No harm requiring medical intervention was reported. Troubleshooting was performed. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.